Manufacturer narrative:
H3) the lld was returned intact to the lead, but without the distal section (hypotube, braid, distal loop). The returned section includes the proximal loop and measures approximately 73 cm in length. The measurement spec is 140 cm, which concludes that approx. 67 cm was not returned. Visual inspection of the lld at the location of the separation, gouge marks/scrapes were present. H6) based on the device evaluation and investigation, it has been determined that the probable cause of the lld break, was likely a use-related failure. Type of investigation code b01 replaced (from b17). Investigation findings code c070603 replaced (from c20). Investigation conclusions code d11 replaced (from d14). All other codes are applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
H3/h6): the lld ez was not returned, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to bacteremia. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Utilizing a spectranetics tightrail sub-c rotating dilator sheath and a tightrail (long), attempts were made to extract the ra lead. However, the lld ez separated in the middle, requiring intervention. The lead and lld ez were removed with a merit medical en snare, and the patient survived the procedure. This report captures a portion of the lld ez that separated during use, requiring intervention.